Event description:
Physican was using a cast saw in a surgical room. Physician received electrical shock from cast saw. Inspection of the unit revealed that the unit contained a wiring fault. Due to the design of the unit the fault produced an electrical shock in spite of the use of isolated power in the room. Physician received no permanent injury and was not incapacitated. Wiring fault was the result of improper svc by an unknwon hosp staff member.